Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the distal peroneal artery using an indigo system cat3 aspiration catheter (cat3). During the procedure, the physician made one pass using the cat3 within a non-penumbra sheath and was able to remove most of the thrombus. During a second pass, the tip of the cat3 broke off within the patient in the distal peroneal artery. The physician then used a snare to remove the tip. The procedure ended at this point because all the thrombus had been removed. There was no report of an adverse effect to the patient.